Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization may have occurred. The target lesion was located in the moderately tortuous, mildy calcified, 95% stenosed obtuse marginal branch (om). The dr attempted to direct stent the lesion with a 2.50 x 8 mm taxus liberte drug eluting stent but was unable to deploy the stent and removed it from the body. The vessel was then predilated with a 2.50 x 15 mm sprinter balloon at 18 atms. The 2.50 x 8 mm taxus liberte stent was again advanced to the lesion and inflation was attempted. During inflation the balloon and contrast was not seen under fluoroscopy. The dr thought water had been used for inflation so the balloon was deflated and inflated again with a mix of contrast solution and nacl, but again no balloon nor contrast was seen. It was reported that there was no difficulty with visualization of the vessel before stenting attempts. With the stent delivery system in place a phillips stentboost system was used in an attempt to visualize the stent but again the stent was not visualized. The stent delivery system was then removed and the stent was not on the balloon. Outside of the body the balloon was visualized nicely under fluoroscopy. It is unsure if the stent remains well positioned and well apposed. No pt complications were reported. The pt's status is reported as `ok'.